Manufacturer narrative:
Eval summary: the reported devices were returned for eval and the reported event was confirmed. The results of investigation indicate that the offset adapter was most likely tightened by turning the jam nut counter-clockwise instead of clockwise to rotate the nut from the threaded shaft, which suggested a likely user related issue. The device has a left hand thread design, where rotation for tightening and loosening are reversed. The device mfg history record indicates no reported discrepancies. The product experience reporting database shows that there have been no other reported events regarding the reported lot# m3c03s.

Event description:
It was reported that: "offset adapter nut was locked and could not be manipulated. Had to open a 2nd adapter. Was not implanted."